Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the scanner was not working even after reboots. A field service engineer confirmed that the issue was resolved by the customer by replacing the scanner, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the barcode scanner was not scanning any medication and no light on the barcode scanner. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.